Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/02/2013 and has no repair history at zimmer surgical. Evaluation of the device observed minor wear to the roller and no other issues. Prior to repair, the device was within calibration specifications and produced an acceptable test mesh. The customer's event of "did not mesh completely" could not be reproduced. Unable to determine a cause of the reported complaint. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii did not mesh completely, only partly. Additional clinical follow up with the customer indicated that the harvested graft was able to be used and there were no additional unplanned graft harvests required. There was no patient injury reported. The procedure was completed using the reported device and there was no extension in surgical time.